Manufacturer narrative:
Siemens filed the initial MDR on 27-march-2019. Additional information (12-april-2019): sections include additional information from the customer. The atellica im 1600 analyzer is only using the atellica anti-hepatitis b surface antigen 2 (ahbs2) kit lot 095. The samples tested on the advia centaur xpt used ahbs2 kit lot 096. Siemens is investigating.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00116 on 27-march-2019. Siemens filed the supplemental MDR 2432235-2019-00116_s1 on 08-may-2019. Siemens filed the supplemental MDR 2432235-2019-00116_s2 on 31-july-2019. Additional information (12-september-2019): siemens evaluated the results from a study performed with the atellica im anti-hepatitis b surface antigen 2 (ahbs2) lot: 109. Samples were reactive with the atellica im ahbs2 and other siemens ahbs2 assay. The customer's allegation that atellica ahbs2 results are discordant when compared to non-siemens products/lots cannot be confirmed. The customer has accepted the performance of the atellica im ahbs2 assay, and the study performed. The investigation performed does not confirm a malfunction with the atellica im 1600 analyzer or an issue with the atellica im ahbs2 assay kit lots. No further evaluation is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that the event occurred during routine sample testing. Siemens is investigating.

Event description:
The customer informs of discordant, (B)(6) patient's results obtained on an atellica im 1600 analyzer. The initial results were not reported to the physician(s). The customer performed repeat testing on the atellica im 1600 and an alternate advia centaur xpt, and the results were high. The customer used the same patient's samples to perform repeat testing on alternate platforms. The repeat results obtained on the alternated platforms were (B)(6) and reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the (B)(6) patient results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00116 on 27-march-2019. Siemens filed the supplemental MDR 2432235-2019-00116_s1 on 08-may-2019. Additional information (12-july-2019): the customer performed studies with different atellica ahbs2 kit(s) and lot(s), and non-siemens products/lots, and the issue remains. The customer has not provided patient samples or discordant results for the ahbs2 kit lot 095 that initiated the complaint. Siemens is investigating.